Event description:
Additional information received states that they were used during surgery and nothing has broken off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found the fluted end is dull to touch and there are small nicks on cutting edges. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bits are dull and no longer cut through bone. Surgeon has complained about them being dull. No surgical delay.